Manufacturer narrative:
Limited information was provided by the site, despite attempts to obtain additional details. Examination of relevant quality records, including the lot history record, was not possible because site did not provide the lot number. Event date is estimated. Implant date is estimated. Patient code: no code available for restenosis. Results codes: trend analysis did not reveal an unfavorable trend. (Note: description provided here because no relevant results code is available).

Event description:
A patient came back with chest pain 6-9months after tryton stent implantation. Patient was brought to the cath lab for angios. Will be medically managed; no further stenting was done.